Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs # 1225714-2013-02018, 1225714-2013-02019.